Manufacturer narrative:
Specific information with regard to patient age and weight were not provided. The doctor removed the amalgam and repeated the procedure, without further incident. To date, the patient is doing fine. The product was not returned; therefore, a physical evaluation was performed on a retained sample of the product, yielding results within specification for carve time.

Event description:
A doctor alleged that the tytin amalgam was too grainy and hard to condense during procedures for three (3) patients. This is the first of three (3) reports.